Event description:
It was reported that the patient was complaining of pain and the unit getting very warm to the touch. The patient had been using the device for 2 weeks when she started to feel a lot of pain, the area she was treating felt really hot, and her hand swelled. The patient compared the feeling to the pulsing pain that occurs after smashing one¿s finger in a door. The patient noted that they use the device at night so it makes it very hard to sleep. The patient contacted their doctor but was advised to reach out to the sales representative. It was later reported that the pain and swelling occurs within an hour of using the device. The pain level is at an 8 or 9 out of 10. There was one day the patient did not use the unit and she had no pain or swelling. A replacement controller and sflx 1 coil were sent to the patient.

Manufacturer narrative:
Additional information: b4: date of this report, d8-9: returned to manufacturer date g3: date received by manufacturer, h6: method, results, conclusions a visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 142 hours and was used for 15 days. Review of the DHR indicates that the unit was manufactured on march 20, 2024. No abnormal condition reported on DHR. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on (B)(6) 2025 and tf0804.d06 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of (B)(6) 2025. The failure was not confirmed for the reported condition of "pain, swelling, warm to touch with bhs". The controller was tested and operates as intended. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2023) to ((B)(6)2024) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was complaining of pain and the unit getting very warm to the touch. The patient had been using the device for 2 weeks when she started to feel a lot of pain, the area she was treating felt really hot, and her hand swelled. The patient compared the feeling to the pulsing pain that occurs after smashing one¿s finger in a door. The patient noted that they use the device at night so it makes it very hard to sleep. The patient contacted their doctor but was advised to reach out to the sales representative. It was later reported that the pain and swelling occurs within an hour of using the device. The pain level is at an 8 or 9 out of 10. There was one day the patient did not use the unit and she had no pain or swelling. A replacement controller and sflx 1 coil were sent to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.